Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 43 mg/dl on the compact plus system and 152 mg/dl on a professional's meter within 10 minutes. The discrepant results were obtained at the physician's office. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Compact plus system: meter, test drum lot number 20648141, expiration date 04/30/2007.